Manufacturer narrative:
Device was received with pump error 18 alarm found in the pump history file and critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to the electronic assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error (open book image). Customer¿s blood glucose was 112 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.